Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate in response to the customers request to perform a complete check out of the system to make sure there wasn't a blood back situation. The fse evaluated the iabp unit, but was unable to reproduce the reported issue. The log files did not show any blood back alarms and a visual inspection of the unit showed that no blood had reached the system. In the log files, the fse noted a few of the normal catheter alarms; autofill failures, iab disconnected and iab catheter restrictions. These may have been related to a catheter that had a minor leak. The fse performed calibration, functional, and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. Patient height: 160 cm. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was sent to the customers biomedical for inspection after suspecting a balloon catheter leak and blood was found in tubing. No patient harm, serious injury, or adverse event was reported. Balloon complaint: (B)(4).